Manufacturer narrative:
Unit alarmed a35 during rewind due to motor encoder signal out of phase. No motor error alarm noted. Unable to perform the displacement test due to a35 alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 73 mg/dl. Troubleshooting was performed. The device was returned for analysis.